Event description:
The patient's c1 had to be explanted in 2006 due to a skin flap infection leading to device extrusion. The active electrode was left inside the cochlea to prevent oblteration with fibrotic tissue and to enable reimplantation after treatment of the infection.